Manufacturer narrative:
Patient information was requested and was not provided. The field service engineer (fse) replaced the mmi pcba and touchframe assembly to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen does not respond to touch. The customer reported patient involvement with no patient harm.